Manufacturer narrative:
Service will be performed by hospital employee or contractor. The distributor recommended the high performance display unit to be replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - (B)(6).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.